Event description:
It was reported that the patient¿s implantable cardioverter defibrillator exhibited a hardware reset and was found in backup operation. Programming changes were performed. The patient was in stable condition.